Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infraction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, two xience xpedition stents (2.75 x 28 mm, 3.0 x 18 mm) were implanted, not overlapping, in the proximal left anterior descending coronary artery.on (B)(6) 2018, the patient was re-hospitalized for chest pain and diagnosed with non-st elevation myocardial infarction (mi). Coronary angiography was performed on (B)(6) 2018 and noted that the 2.75 x 28 mm xience xpedition stent was patent; however, re-stenosis was noted in the 3.0 x 18 mm xience xpedition stent. Balloon angioplasty was performed, resolving the event. Medication was administered, and the patient was discharged. No additional information was provided.